Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and detachment occurred. The patient underwent an angioplasty of a radial arteriovenous fistula anastomosis. A first inflation was performed with a mustang pta balloon dilatation catheter at 16 atm. Angiography revealed that there was only partial clearing of the stenosis. A new inflation was performed with the same balloon at 25 atm. During the inflation of the balloon, a circumferential rupture occurred. After several attempts to extract the balloon, the support of the balloon broke and was left in the patient's body and was unable to be removed. The physician had to make a direct approach to remove the device from the vessel and completed the procedure by relocating the fistula. The patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and detachment occurred. The patient underwent an angioplasty of a radial arteriovenous fistula anastomosis. A first inflation was performed with a mustang pta balloon dilatation catheter at 16 atm. Angiography revealed that there was only partial clearing of the stenosis. A new inflation was performed with the same balloon at 25 atm. During the inflation of the balloon, a circumferential rupture occurred. After several attempts to extract the balloon, the support of the balloon broke and was left in the patient's body and was unable to be removed. The physician had to make a direct approach to remove the device from the vessel and completed the procedure by relocating the fistula. The patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in three pieces. The balloon was torn circumferentially 23mm from the proximal balloon bond. The single lumen shaft was detached from the proximal bond to the distal bond. The detached single lumen shaft was kinked in several locations along its length. The distal tip and distal end of the balloon were also detached. Both markerbands were detached and not returned with the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available this device was not used in accordance with the dfu. The most probable root cause is "user related" because the dfu states: "do not exceed the rated balloon burst pressure". (B)(4).